Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was found bent near the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken tube extension at the distal end. No pieces were missing. Root cause of this failure is attributed to the user.